Event description:
The customer's mother reported via phone call that the customer seems to be waking up with high blood glucose. Customer's blood glucose was 400 mg/dl this morning. Customer stated that since the new pump, the customer's blood glucose has remained high. Customer's mother declined troubleshooting for high blood glucose. Customer's mother was advised to call back to troubleshoot for the high blood glucose before they change the infusion set.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.